Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both femoral arteries was attempted with proglide devices, using the pre-close technique, via a 6f sheaths prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure. Reportedly, in the right femoral artery, the suture of the first proglide device was successfully preplaced. Another proglide device was used and no sutures were present when the proglide plunger was removed. The sutures of an additional proglide device were successfully preplaced. Reportedly, in the left femoral artery, the suture of the first proglide device was successfully preplaced. Another proglide device was used and no sutures were present when the proglide plunger was removed. The sutures of an additional proglide device were successfully preplaced. The sheath was upsized to 18f and the pevar procedure was completed. Hemostasis was achieved at both access sites using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.